Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display on the physician's tablet was dark and difficult to read. The physician was provided a new tablet. The manufacturing records of the darkened tablet indicate that the tablet passed quality control inspection prior to distribution. The darkened display tablet was received and underwent product analysis. Visual inspection identified no anomalies. The tablet was powered on and the vns software was booted without incident except for the screen image appearing faded. A virus scan was performed and no anomalies were found. The tablet then successfully performed interrogations and diagnostic testing on a demo generator with the darkened display. The display of the tablet was then replaced with a known good display. The tablet was then rebooted and the display image was normal. The faulty display did not impact the tablet's functionality.